Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, when this right ventricular (rv) defibrillation lead was connected to the new device, shock impedance measurements of greater than 200 ohms were observed. Troubleshooting was performed, but with similar measurements. It was noted that prior to the procedure, all lead measurements were within normal limits. The lead was surgically abandoned and replaced. There were no further issues with the new lead and device. No additional adverse patient effects were reported.